Event description:
Device report from synthes europe reports an event in (B)(6) as follows: reportedly a patient that was implanted (B)(6) 2011 with an expert tibial nail construct has complained on (B)(6) 2013 of swelling and sensitivity in the right foot. The patient complained that the pain is persistent especially during walking. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.